Event description:
Additional information received reported the manufacturing representative had checked impedances and x-rays were done. It was noted that the manufacturing representative did try bipolar stimulation with the patient. It was further noted that the shocking and jolting sensation was not related to certain body postures and only occurred during monopolar stimulation.

Event description:
It was reported the patient reported a shocking or jolting sensation and their device was reprogrammed. It was stated impedance testing was done and x-rays were taken as well. It was also noted the issue was not resolved and the cause was not determined. It was stated the stimulation to the patient was provided in monopolar mode with usual parameters. Reportedly, immediately after beginning stimulation the patient had a painful feeling in the area of their implantable neurostimulator (ins), which initially did not bother them, but after three months they asked to stop the stimulation because of those feelings, despite the positive effect of the therapy. It was stated the patient had a burning sensation at their device pocket and their status at the time of report was reported as alive with no injury. It was also noted the patient¿s doctor did not want to replace the ins and preferred to find another solution.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot# 0205889620, implanted: (B)(6) 2012, product type: lead. Product ID: 3389, lot# 0205889622, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085, serial# (B)(4), implanted: (B)(6 )2012, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient still refused to continue the therapy, but the health care professional (hcp) was in contact with the patient regularly and tried to convince the patient. Additional information received indicated that the following does not apply to this event: it was noted that the outcome was good for the patient. This information is applicable to a different patient which has been reported in manufacturer report # 9614453-2013-01495.

Event description:
Additional information received reported that the health care professional tried to switch to monopolar stimulation several times but the same sensations occurred. It was noted that the issue was resolved as the patient received the therapy in bipolar stimulation. It was noted that the outcome was good for the patient.

Manufacturer narrative:
(B)(4).